Event description:
A male patient (age unknown) underwent a therapeutic procedure for esophageal band ligation. The first band deployed without issue. Attempts to deploy the second and third band were not successful. Upon removal of the speedband superview super 7 multiple band ligator it was noted that the trip wire had broken. The procedure was successfully completed with another of the same device. The patient did not sustain any reported complications or ill effect as a result of this issue. The patient condition is noted as satisfactory.